Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was showing 290 mg/dl and based on the cgm reading, he took insulin to offset it. The patient's blood glucose dropped, and the patient ended up in the hospital. It was indicated that the hospital bg meter was reading 34 mg/dl at the time of event. No additional patient or event information was provided. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.